Event description:
The customer reported to olympus, that when using an evis eus ultrasound bronchofibervideoscope. A black liquid was leaking from the channel. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned for evaluation, and the customer¿s allegation (black liquid leaking from the channel) was not confirmed. Additional evaluation findings were as follows: there was water leakage due to damage on the channel tube, the image guide bundle had a stain, due to breakage of the image guide bundle, the image was not displayed. The distal end was shaved, the light guide lens was dirty, the adhesive on the bending section cover was detached, and the bending angle in the up direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material could not be removed properly due to the physical damage of the subject device. However, the specific root cause of the damaged device could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "caution ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.